Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that calibration of the trackers was performed to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, a 3mm inferior imprecision was observed when performing an image acquisition. The surgeon adjusted for the imprecision and continued with the procedure. When performing the confirmation image acquisition, the imaging system displayed the same imprecision. The medtronic representative reported that they were able to replicate the imprecision, noting that the trackers were off 3-4mm on the right and 2mm on the left. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.